Manufacturer narrative:
Suture loop. Device not returned.

Event description:
Reportedly, this device was suture looped due to difficulties with the tricentrix holder. Device was implanted and no pt complications were reported.